Manufacturer narrative:
The device remains implanted. Should additional information become available, an amended report will be submitted.

Event description:
Subsequent information was received that this device was electively explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator revealed impedances greater than 2,000 ohms on the competitor atrial lead. All other measurements were within normal measurements. A boston scientific technical consultant was contacted and discussed that the daily measurements appeared to vary largely (jumping up and down). No inappropriate detections were stored. Provocation testing was performed and the atrial impedance was measured again; it was normal and stable 599 - 601 ohms. The decision was made to leave the competitor atrial lead implanted and monitor it closely. No adverse patient effects were reported.